Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: m365sc8336700, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7005373.

Event description:
It was reported that the patients incision over the ipg site has not healed. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.